Event description:
The physician felt something wasn't right when he recently refilled this patient's pump, but he was not sure what was wrong. When they revised, the catheter the pump pocket was full of fluid that appeared to the physician to be drug. At the two piece connection site, there was an apparent tear and leak in the catheter that was visible. The catheter was repaired and the patient's dose was drastically reduced. The device system was used to deliver morphine.

Manufacturer narrative:
Final device analysis of the catheter revealed a hole located at the end of the pin connector metal pin. A suture was in place at this location, which would put unusual pressure at this point. This suture was in an incorrect place.